Manufacturer narrative:
No product has been returned for investigation and no lot number provided for DHR review. No additional follow up has been received after several attempts have been made. 2 (two) unsuccessful requests to retrieve suspect product or investigation result have been made and documented. Complaint will be reopened if suspect product or investigation result arrives per (B)(4).

Event description:
In this event it is reported that pfile gt: nt .04 020/21mm files, complaint received from doctor the files are breaking. The outcome of this event is unknown as of this md. No further information. Requested additional information.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.